Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing dizziness from the right ventricular (rv) epicardial lead having high and unstable thresholds with intermittent loss of capture. The lead is scheduled to be replaced with an intravenous lead. The lead continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.